Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "machine and proximal pressure sensors failed" error code (1007). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "machine and proximal pressure sensors failed" error code (1007). The rse noted that the customer performed an autozero on the machine and proximal pressure transducers in power on self test, but the autozero failed. The rse provided the customer with the following instructions, replace the data acquisition (da) printed circuit board assembly (pcba) to motor control (mc) pcba cable, replace the da pcba, replace the mc pcba, replace the power management (pm) pcba, replace the central processing unit (cpu) pcba. The rse also advised the biomed to reseat the cable. The customer was provided with the part number for a replacement da to mc pcba cable. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the data acquisition board cable as not seated properly. After reseating the cable, the issue was resolved.